Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned. Additionally, the charging issue was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, an occlusion alarm occurred. The customer's blood glucose was 284 mg/dl. Reportedly, the customer completed a supply change to resolve the occlusion alarm and continued to use the pump for insulin therapy.